Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 435 mg/dl. It was stated that the battery cap was damaged. Customer reported that the metal piece on the battery cap came off when she changed the battery and broken insulin pump clip as well. The troubleshooting was performed for damage. The insulin pump will not be returned for analysis.